Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. On an unreported date, the patient was hospitalized for the event ¿for about a week¿. Treatment rendered for the event was not reported. At the time of this report the patient outcome of this peritonitis event was not reported. The action taken with dianeal and extraneal therapies was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date in the same month the initial and additional information reports were received; the patient was hospitalized for the previously reported peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.